Manufacturer narrative:
Complaint statement co23-2100-037: received customer photos. No samples were received for 454067p/b220933q and 456073p/b22063ly for evaluation. We have no further complaints on these materials/batches. This cause of the alleged malfunction cannot be determined. Received 20pcs of 456073p/b221136h and 21pcs of 454067p/b221035h for evaluation. We have no further complaints on these materials/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations related to the reported errors could be observed in tested samples. This alleged malfunction cannot be confirmed.

Manufacturer narrative:
(B)(4). In addition to lot# b221136h, the customer stated the following lots: b22063ly, expiration date 10/08/2023, date of manufacture: 06/08/2022. B220933q, expiration date 12/01/2023, date of manufacture: 09/01/2022. B221035h, expiration date 01/10/2024, date of manufacture: 10/11/2022. The evaluation of samples is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states specimens in tubes are not separating properly when centrifuged. There have been approximately 10 tubes affected. Prior to (B)(6) 2023, processing did not have issues with tubes not separating correctly. Specimens were collected from different patients on different floors and ed department. The tubes were initially centrifuged in different centrifuges. Specimens are either not spinning all the way or, if spun in ed lab and sent in tube [pneumatic tube] system, gel is at the top of tube and specimen looks like whole blood - plasma and cells mixed. Biomed checks the centrifuges on a regular basis. Centrifuges have been checked and are set according to validated settings. Customer will re-centrifuge tubes and specimens seem to separate properly. Customer has now provided photos from 456073p, lot b22063ly and b221035h.